Event description:
It was reported that during the procedure in the renal artery for treatment of an aneurysm and renal artery stenosis, a 4x16 stent graft was deployed in the distal right upper pole artery. The lower pole guide wire and guide catheter were removed. Over the upper guide wire, a 4 x 16 graftmaster stent delivery system was introduced and advanced easily into the proximal renal artery. Reportedly, the anatomy was unsuitable for the stent; therefore, the stent was marginally too long extending beyond the renal ostium despite being advanced to the previously placed upper pole stent. The stent delivery system was withdrawn from the anatomy and the stent was shortened slightly by the physician using heavy scissors. The stent delivery system was reinserted and advanced easily into the proximal renal artery and deployed to a maximum of 16 atmospheres. Angiogram showed that the stent was positioned well at the renal ostium; however, the distal segment failed to cover the main renal artery aneurysm completely due to slight slipping of the stent proximally. After placing another unspecified 3x12 stent, there was excellent angiographic results in the main and both branch renal arteries. No complications were evident and no branches were lost. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 0.014 sport, 0.035 j; guide cath: 8 fr ima; stent: 4x16 graft; other: heparin, ancef. (B)(4): failure to follow steps/instructions for use and indication for use. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. It was also reported that the graftmaster stent was used in the renal artery, which is not listed as an indicated anatomy. The graftmaster otw instructions for use states: "the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter."